Manufacturer narrative:
The garment has been returned to the manufacturer for verification. The manufacturer conduced testing with random samples using matches and cigarette to verify what factor could damage the garment in a way it was recorded in complaint. Tests revealed that damage caused by matches or cigarettes did not match the garment damage reported in the complaint, e.g. The pvc film melted during testing, whereas in the garment from the complaint the pvc film was only deformed. Additionally the foam during testing melted and was sticky, in the complained garment the foam had various discoloration and the foam structure was rigid. The factor that caused the damage was not identified. It is unknown how the garment ignite. The garment meets the requirements of the flammability standards (pn-en 597-1&2). To sum up. The garment was damaged and from that perspective it failed. However, it is unknown what factor caused it. When the incident occurred the garment was used for treatment. This complaint is reportable following information that garment ignited unexpectedly, resulting in burns to the patient. No indication of a serious injury. No UDI number is available as no lot number was provided.

Event description:
This record is a correction to 3005619970-2025-00003 to ensure the registration number corresponds to the brand name selected. The brand name has been changed following the investigation outcome. Arjo was informed that a patient was using a system - flowtron acs900 pump and garment when the garment unexpectedly began to burn, resulting in burns to the patient. No serious injury was reported.